Event description:
Event reported via voluntary user medwatch report: pt had ivc filter placed. Two days later, echo suggested the presence of a metallic object in the right ventricle of the heart. Cxr revealed the migrated ivc filter. The echo was obtained due to an episode of syncope and pallor. Pt went to interventional radiology for attempted removal of filter. This was complicated by pericardial tamponade. She proceeded to operating room with no pulse or blood pressure, and had emergent evacuation of the pericardial tamponade, emergent mediastinotomy with control of right ventricle perforation and oversew of arterial bleeding on acute margin of heart, and removal of vena cava filter from right ventricle. Add'l info received: reportedly, upon subsequent review of the implant images, it was identified that only the filter arms had opened. The filter legs did not open upon deployment.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The event investigation is currently underway. A copy of the facility's voluntary medwatch report received has been attached. Add'l info from the voluntary medwatch report: pt had ivc filter placed in 2009. Two days later, echo suggested the presence of a metallic object in the right ventricle of the heart. Cxr revealed the migrated ivc filter. The echo was obtained due to an episode of syncope and pallor. Pt went to interventional radiology the following day for attempted removal of filter. This was complicated by pericardial tamponade. She proceeded to operating room with no pulse or blood pressure, and had emergent evacuation of the pericardial tamponade, emergent mediastinotomy with control of right ventricular perforation and oversew of arterial bleeding on acute margin of heart, and removal of vena cava filter from right ventricle. In speaking with the radiologist prior to the attempted retrieval, he mentioned that the device appeared defective on the x-ray in that the arms appeared deployed, but the "legs" did not appear to be spread.